Event description:
It was reported through a research article that clinical trials were compared to summarize the existing data regarding the role of transcatheter devices in the treatment of heart failure (hf) with emphasis on the best clinical and anatomical criteria for patient selection, current recommendations for implantation and ongoing studies aimed at expanding these indications. The results showed the implanted mitraclips may have caused or contributed to heart failure, hospitalization, and cardiovascular death. Additional information is listed in the article, tiled "update on percutaneous treatment for hfref: a great armamentarium for a poor ventricular function."

Manufacturer narrative:
The additional patient effects reported in the articles are captured under a separate medwatch report. B2 - date of death is estimated. B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on available information, the cause of the reported heart failure/congestive heart failure and death / expired (cardiac death) could not be determined. The reported patient effects of heart failure and death, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.